Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement performed on (B)(6) 2009 (however over 18 years). According to the complainant, the physician pulled the deployment suture to release the stent. However, following complete deployment of the suture, the stent did not fully expand and remained attached to the catheter. The physician withdrew the catheter and the stent came remained on the catheter and was withdrawn with the delivery system. The case was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (expand, failure to. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).